Event description:
The customer reported to olympus the duodenovideoscope was displaying dark images during preparation for procedure. It was not specified during what type of device usage the event occurred. The device was returned and during the device evaluation the following reportable malfunction was found: foreign objects inside light guide (lg) lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed and found to have been caused by a dirty distal end light guide lens that resulted in insufficient light. In addition to the reportable malfunction of ¿foreign objects inside lg lens, the evaluation found the following non-reportable malfunction(s): remote switch 1 is scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of damage to the adhesive around the lens due to physical/impact stress and or damage due to the chemical solutions used during the cleaning/reprocessing process, resulting in the ingress of moisture into the lens, causing corrosion. Since the foreign material was attached to areas other than the outer surface of the scope, it was likely not able to be removed during reprocessing. The issue may be detected/prevented by following the instructions for use section below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.